Event description:
Information was received that the patient underwent a generator replacement only, and that the device now has impedance within normal limits when the device was checked pre-operatively and post-surgery. No lead revision occurred. No additional relevant information has been received to date.

Event description:
Generator analysis was approved and reviewed. The generator was replaced and returned due to prophylactic reasons. The device performed according to functional specifications. Product analysis (pa) worksheet was reviewed and no anomalies were found. Analysis of the generator in pa lab concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.

Event description:
It was reported that the physician observed high impedance during a system diagnostic test at a visit in the clinic. The patient was referred for x-rays and radiology did not find any anomalies or lead discontinuities. The x-rays have not been received by the manufacturer to date. The patient was not experiencing any pain or other adverse events as a result of the high impedance. Therefore the physician decided not to proceed with surgery at that time.